Event description:
Complainant alleged that the clinicians were attempting to pace a male pt (age unknown) who was suffering from heart block, but the device would not capture the pt's heart rate. The clinicians turned the ma up, but there still was no pt heart rate capture. The clinicians then obtained another device, and successfully captured the pt's heart rate. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.